Event description:
The patient was on comfort care and receiving a primary morphine drip at 1ml/hr. The 100 ml bag was hung at 2124. It was found empty at 0047. The drug library was utilized. Hourly rounding was done at 2200, 2300 but not 2400 due to admitting another patient. When checked at 0047 the pump was empty. Review of the pump history shows the pump was running at 1 ml/hr and that only 3.47ml had infused but the entire 100 ml had actually infused. The pump history does not reveal any user error. The pump, tubing and bag are sequestered. The patient's respirations remained in the 40's. No apparent harm. The patient did expire later today.